Event description:
It was reported on 01/04/2010, by (B) (4) that this event involved an arrowgard quad lumen central venous catheter. It was reported the catheter was in situ for two weeks when the patient (pt) suffered a severe stroke & was left with dense hemiplegia. The catheter was only used intermittently, but upon an attempt to extract blood for a routine sampling, it was found that the proximal lumen was ruptured & simply was drawing back air. As the line was not in frequent use, the rupture was not detected until two days after the stroke. As a result, the hospital is concerned that the ruptured lumen may have drawn in an air embolism, resulting in the stroke. Additional information received on 1/22/2010, stated that on (B) (6) 2009, the catheter was placed via left internal jugular, pt. Have a right subclavian thrombus. It took three attempts to place the catheter using ultrasound techniques. The user discovered that they were drawing air from the proximal lumen when sampling blood. They also discovered there was a small hole in the proximal line where the slide clamp had been used to occlude the line. It was noted pt had a stroke. His neurological deficit showed a decline on (B) (6) 2009. The catheter was removed on (B) (6) 2009. They questioned if this was possibly an air embolism, but a CT scan confirmed no air embolism. The hospital did not think that the patient's stroke was due to this issue. As a result, pt appears to be slowly improving in the hospital under the stroke care team.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.